Event description:
It was originally reported that the patient experienced a fading sensation when the programmer was pulled away from her body. The patient was at home. The healthcare provided confirmed that the patient experienced no stimulation, a lack of effect and a new pain. The neurostimulator was too superficial and the electrode did not transmit signal due to a poor position. The neurostimulator and lead were replaced. The patient recovered without sequela.